Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a rapid helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) received the parts and proceeded to replace the helium regulator assembly and blood detection tube. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and found the helium regulator assembly to be defective. To fix the issue, the fse ordered the helium regulator assembly replacement, and upon receipt, repairs can continue. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted should additional information be provided.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a rapid helium leak. There was no patient involvement, and no adverse event reported.